Manufacturer narrative:
The device and electrode remain implanted with no further complications reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with a pocket infection. The incision was hard; there was no drainage, but mild swelling without redness and the area was tender to palpation. The patient was hospitalized and was treated with medications. It was reported the infection was related to the implant procedure, and that the issue resolved after three days. No additional adverse patient effects were reported.